Manufacturer narrative:
H3- device evaluation:the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage and residue on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -08.00/+1.5/089 (sphere/cylinder/axis), within the same surgery due to the lens had low vaulting. The surgeon did not implant another icl lens. The problem was resolved. Cause of the event was unknown.